Event description:
Reporter indicated that vns pt experienced a grand mal seizure for the first time. Reporter also indicated that the seizure lasted 2-3 minutes and that the pt vomited following the seizure. The pt was taken to the emergency room. Physician reportedly believes that the seizure was a result of the pt missing a dose of keppra. The pt's liver enzymes were reportedly elevated at that time, but have since normalized.